Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the exact cause for the hemodynamic instability cannot be confirmed. Multiple attempts to obtain the patient¿s medical history were unsuccessful. It is possible that some patient and/and procedural factors [cardiac medical history, rapid pacing] may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per telephone report, following rapid ventricular pacing for balloon valvuloplasty with the edwards balloon, the patient¿s blood pressure remained low. Then a 23mm sapien valve was deployed. Following the rapid pacing for valve deployment the blood pressure continued to be low and the patient was hemodynamically unstable. They started chest compressions and gave epinephrine. It was decided to place the patient on bypass to allow him to stabilize. There was a moderate paravalvular leak requiring the valve to be post dilated with good results. The patient was weaned off bypass. The valve was working fine and the patient was stable. Per the latest report, the next day the patient was in stable condition.